Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, chest x ray and testing revealed that the right atrial (ra) lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2021. The patient was in stable condition.